Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4) h6: evaluation codes updated device evaluation: one device was received. A visual inspection found that the housing contained minor nicks and scratches. During the functional testing, the o2 concentration measurement was out of spec at min settings with air mix only after 120 sec. All other readings were in tolerance. The cause of the issue was found to be the faulty peep control valve and that the scheduled pm was due. The peep cartridge was replaced and adjusted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3, b5 and h6. Health effects codes, updated. D3, g1,2 email is: (B)(4).

Event description:
Additional information received via email. Event date was updated from unknown to 01-august-2023. There was no patient injury and no medical intervention.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device "failed oxygen". Patient involvement is unknown.